Event description:
On (B) (6) 2009, it was reported that the unit failed to defibrillate a pt in v-fib rhythm. Responder reported that the device had a full battery and the quik-combo pads that were placed on pt were previously used successfully with an AED. Care givers saw the shockable rhythm in paddles mode and were able to charge. However, it was reported that energy delivery looked successful on the monitor but no shock was delivered to pt, no pt movement was observed. The pt was defibrillated twice or three times with another device but ultimately expired. There were no further details on the event and/or pt provided.

Manufacturer narrative:
(B) (4). Physio control continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.